Event description:
An end user has called in to report he has back problems from using this powered wheelchair and sought medical attention and was advised by his doctor to stop using the chair. The end user was contacted for further detail on the incident. The incident is being filed as a serious injury since the end user reported he sought medical attention however, no further detail was provided.

Manufacturer narrative:
In speaking with the end user he reported that the bottom cushion is okay but that the back cushion is too thin. He leans to one side while in the chair due to his stroke and he can feel the hardware behind the cushion. In speaking with the dealer it was learned he is not using an invacare cushion but an after market brand. The end user reportedly wishes to use what he was using before he started using this chair, the van style seating and the dealer is going to get a quote for that. The end user recently... It was learned the dealer has performed a seating evaluation on him and has picked up the chair and has now ordered a new seat for his chair. He is waiting to receive it to resolve the issue. No further back pain complaints since the dealer is fixing the seat.